Event description:
Reportedly a caudal screw fractured on an acp plate. Revision instruments requested, but revision was postponed. Index surgery information unknown. No further event details provided.

Manufacturer narrative:
Complaint cannot be confirmed or verified. Manufacturer cannot be confirmed. The product line has been phased out for 3 years. No part number or lot numbers or other evidence were provided. To date, multiple communication attempts have been made to retrieve the product information and lot number and event information.